Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the received measurements, it seems that and air bubble or bad contact of connective tissue to the reference electrode related to the reported external mechanical impact might have caused the observed issues. Further in situ measurements showed several channels with hi status due to undetermined reasons. This is a final report.

Event description:
According to the parent, a decline in hearing performance with the device was observed after a head trauma in march 2024. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field damage to the reference electrode caused by the reported mechanical impact seems likely. In addition, damage to the active electrode caused by fatigue wire breakages seems likely. The reported impact to the head might have weakened the fixation of the active electrode and was a factor for electrode mobility. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation was carried out, but the concerned device has not been received for investigation yet.

Event description:
According to the parent, a decline in hearing performance with the device was observed after a head trauma in march 2024. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parent, a decline in hearing performance with the device was observed after a head trauma in (B)(6) 2024. The recipient has been re-implanted.